Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the reported malfunction could not be reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final reinvestigation. The customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to a fault in the circuit board or the power supply. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lcd monitor had no image. The issue was found when preparing the device for use. A different monitor was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.